Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the silicone catheter mushroomed during use and allegedly caused discomfort during removal. No patient injury reported. The catheter was pre-tested before use.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon of the silicone catheter mushroomed during use and allegedly caused discomfort during removal. No patient injury reported. The catheter was pre-tested before use.